Event description:
It was reported that the patient received multiple inappropriate shocks and untreated episodes due to oversensing of noise. The sensing vector was reprogrammed from primary to secondary. Boston scientific technical services (ts) was consulted and noted that there were 14 treated episodes and 35 untreated episodes with 18 inappropriate shocks that were stored due to oversensing of non-physiologic noise in combination with a sudden loss of cardiac signal and baseline shifting. Ts discussed that the noise can be a result of sudden changes in the impedance pathway of the sensing vector and suggested further testing and an x-ray. The patient was brought in for follow-up. No noise was able to be reproduced when the electrode was manipulated. When the patient lifted their left arm, the signal was able to be reproduced, but only provoked slight myopotentials. An x-ray was taken, which showed no signs of insertion or lead integrity issues. However, the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be rotated by at least 90 degrees compared to implant, thus changing the position of the electrode. The patient was left programmed in secondary sensing vector and will be seen for follow-up evaluation in a month.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the region approximately 85 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing, and inappropriate therapy.

Event description:
It was reported that the patient received multiple inappropriate shocks and untreated episodes due to oversensing of noise. The sensing vector was reprogrammed from primary to secondary. Boston scientific technical services (ts) was consulted and noted that there were 14 treated episodes and 35 untreated episodes with 18 inappropriate shocks that were stored due to oversensing of non-physiologic noise in combination with a sudden loss of cardiac signal and baseline shifting. Ts discussed that the noise can be a result of sudden changes in the impedance pathway of the sensing vector and suggested further testing and an x-ray. The patient was brought in for follow-up. No noise was able to be reproduced when the electrode was manipulated. When the patient lifted their left arm, the signal was able to be reproduced, but only provoked slight myopotentials. An x-ray was taken, which showed no signs of insertion or lead integrity issues. However, the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be rotated by at least 90 degrees compared to implant, thus changing the position of the electrode. The patient was left programmed in secondary sensing vector and will be seen for follow-up evaluation in a month. Additional information was received that the patient received another inappropriate shock in secondary vector presenting the same oversensing issues. Subsequently the physician opted to perform a revision procedure. During the procedure it was noted that the s-ICD was not fixated within the pocket. It was observed that the fixation was encapsulated by tissue). There was no tension on the electrode, however a sharp kink at approximately 5 centimeters from the header was visible. The physician explanted and replaced the s-ICD and electrode. This electrode was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received multiple inappropriate shocks and untreated episodes due to oversensing of noise. The sensing vector was reprogrammed from primary to secondary. Boston scientific technical services (ts) was consulted and noted that there were 14 treated episodes and 35 untreated episodes with 18 inappropriate shocks that were stored due to oversensing of non-physiologic noise in combination with a sudden loss of cardiac signal and baseline shifting. Ts discussed that the noise can be a result of sudden changes in the impedance pathway of the sensing vector and suggested further testing and an x-ray. The patient was brought in for follow-up. No noise was able to be reproduced when the electrode was manipulated. When the patient lifted their left arm, the signal was able to be reproduced, but only provoked slight myopotentials. An x-ray was taken, which showed no signs of insertion or lead integrity issues. However, the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be rotated by at least 90 degrees compared to implant, thus changing the position of the electrode. The patient was left programmed in secondary sensing vector and will be seen for follow-up evaluation in a month. Additional information was received that the patient received another inappropriate shock in secondary vector presenting the same oversensing issues. Subsequently the physician opted to perform a revision procedure. During the procedure it was noted that the s-ICD was not fixated within the pocket. It was observed that the fixation was encapsulated by tissue). There was no tension on the electrode, however a sharp kink at approximately 5 centimeters from the header was visible. The physician explanted and replaced the s-ICD and electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.